Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of the events the customer provided the following information; the device was reprocessed by machine and the cleaning measures recommended by olympus (rinsing attachment for the distal end, using olympus cleaning brushes, ect.) Were carried out beforehand. In addition, the devices were rinsed by a pre-cleaning machine for approximately five minutes. Based on the results of the investigation, the root cause could not be determined. Event 1: foreign material was found adhered to the distal end. The foreign material could not be conclusively identified but it was noted that it appeared biological in nature. The cause of the material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU). Event 2: foreign material was found adhered to the bending section cover glue. The foreign material could not be conclusively identified but it was noted that it appeared biological in nature. It is likely the material remained on the bending section cover and could not be removed even with proper reprocessing due to the physical damage to the area. Event 3: the objective lens was dirty. The foreign material could not be identified but it was noted that it appeared different from the material found on the distal end and bending section cover glue. The cause of the material remaining on the device could not be specified. There was no damage to the area where the material was detected and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the issue (foreign matter) was likely a result of insufficient cleaning. In addition to foreign matter, suction cylinder has discoloration, play of the up down knob is out of the standard value, adhesive on the bending suction cover was detached, cut on the connecting tube, adhesive around the objective lens was dirty, the light guide lens has discoloration, and corrosion around the forceps elevator. The investigation is in process. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera iii duodenovideoscope to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, foreign matter was present on the distal end. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.